Manufacturer narrative:
(B)(4). Implant date: 1990. Additional concomitant medical products: unknown maxim femoral component catalog # unknown lot # unknown; unknown maxim tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-01760, 0001822565-2018-01765. Product location is unknown.

Event description:
It was reported that a patient underwent a knee arthroplasty. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Upon further review, it was found that this should this event should not be a complaint as the sales rep confirmed that the initial report was strictly for product identification, the patient was not experiencing any complications at all. Therefore, the initial report was filed in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.